Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the lead showed low impedances. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The event of lead explant/replacement due to low impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.